Event description:
It was reported that an increase in capture threshold and an ineffective shock for vf were observed. The lead was successfully repositioned with good capture threshold and successful induction testing. The patients condition was good after the event.

Manufacturer narrative:
No medwatch form was received.